Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: only one (1) actual sample was received for evaluation. Visual inspection was performed using the naked eye which observed a hole in the tube under the chamber. Functional testing was performed which revealed a leak at the affected location. The reported condition was verified. The cause of the condition was due to the machine during the manufacturing process. The other sample was not received for evaluation; therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution administration sets had a hole near the connecting point of the tubing and the drip chamber. This was identified during priming prior to patient use. There was no patient involvement. No additional information is available.